Event description:
The customer reported that the insulin pump alarmed an error while attempting to prime manually. The caller stated that the alarm happened a month ago, but he did not call at the time. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an error alarm during the prime test, and it alarmed motor error during the basic occlusion test as a result of a loose drive support disk.